Event description:
It was reported that on august 30th a novasure procedure was performed and the procedure was completed without complications. After 12 days post-operative, the patient came back with severe pain in the belly. Blood results showed infection, high crp, and tachycardia. The patient was admitted to the hospital and antibiotic IV were given. The crp did not go down therefore they performed a laparoscopy. During laparoscopy, they saw a micro-perforation in the rectosigmoid. The surgeon did stitch the micro-perforation, and no resection of the bowel was necessary. No perforation was found in the uterus, only the micro-perforation in the rectosigmoid. No abnormalities were found in the uterus when laparoscopy was done after the procedure. The patient is without pain now and was sent home. No additional information is available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.